Event description:
A med watch was received at bvsd from risk manager stating a leak had occurred and surgeon states oxy contributed to pt death. Several attempts made to obtain further info, none received.